Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) recorded a battery depletion alert due to suspected premature battery depletion. The device was subsequently explanted and replaced. This device is expected to be returned. No additional adverse patient effects were reported.